Event description:
Pt was revised to address fracture of the glenosphere. As the explant's thread shows signs of deforming the product management, see an abnormal use with strong forces intra-operatively. This is against surgery instruction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products by a depuy (B)(4) supplier confirmed the complaint. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Although the exact root cause could not be determined, an incomplete assembly, (assembly not in the axis and seizing) may be a contributing factor. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.